Manufacturer narrative:
(B)(4). Date sent: 3/4/2025. D4: batch # unk. Additional information was requested and the following was obtained: "1. Was there physical damage to the trocar? Please specify part of trocar. -no 2. Was the tip of the trocar obturator broken 3. If yes, was it separated from the device? 4. If yes, did it fall into the patient -no 5. Was there an issue related to inserting the trocar? -no 6. Was there an issue with a seal? -yes 7. Was there an issue with the trocar sleeve? -no 8. Was there an insufflation issue? -yes" attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during surgery, noted the device was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 4/23/2025 d4: batch #c9e211 investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the 2b12lt device was returned with no damage in the external components. In addition, the packaging opened was returned along with the instrument. A leak test was performed and the device was noted to leak inserting and removing the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. No conclusion could be reached as to what might have caused the reported event. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.